Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified circumflex artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, as the device was being positioned, the stent struts were lifted and the device was removed. The procedure was completed with a different device. There were no patient complications.